Event description:
Age at time of event: pediatric. According to the report, an error in programming resulted in the patient receiving an overinfusion. According to the report, the patient was to receive 0.4 per hour (unit of measure unk) and the device was programmed for 4 per hour (unit of measure unk). Further details were not provided. Reportedly, the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.